Event description:
Account alleged that a 300 pound pt was in this bed and a rail unlatched. No injury was reported.

Manufacturer narrative:
Facility maintenance inspected the bed and found no issues. Technician found no problem with the siderail latching and holding.